Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 3.2, 1.5; lab: 3.8; 3.7. Customer did not provide any other info.

Manufacturer narrative:
Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: a) ng, inratio: 3.2, reference: 3.8, mean: 3.50, confidence limits: 2.0 - 5.0. B) ng. 1.5, 3.7, 2.60, 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits for data set b, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Root cause could not be determined from the info provided by the customer. Trend analysis is not required at this time - no strip lot info was provided. This issue will be subject to future tracking. Corrective action not required at this time.